Event description:
It was reported that an ilet user experienced a high blood glucose of 181 mg/dl after insulin delivery stopped overnight due to an empty insulin cartridge, with a teflon infusion set on the abdomen and dexcom g7 cgm in use, and dosing resumed after the user was guided through replacing the prefilled cartridge and infusion set. Symptoms included no reported clinical effects. Outcomes included restoration of insulin delivery and user education on supply replacement. Investigation included user interview and device use troubleshooting. Investigation of this case revealed insulin was out of drug, which led to a temporary cessation of dosing and subsequent transient hyperglycemia, with no device hardware or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related depletion of insulin resulting in an expected device alert and resolved after supply replacement.